Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On 11/23/2025, while at a store with her mother, the patient experienced irritability, brain fog, diaphoresis, and shaking, followed by a seizure. According to the reporter, the patient¿s cgm displayed an unspecified low glucose value; however, the patient¿s mother suspected the actual bg level was lower than indicated. Once the patient was able to swallow, her mother administered juice and then contacted ems. Upon ems arrival, the patient¿s bg meter reading was 60 mg/dl, while the cgm comparison value at that time was unknown. It was noted that the bg reading may have already increased due to the juice consumed prior to ems arrival. The patient was transported to the emergency room (ER), where she received IV saline, IV dextrose, tylenol, and zofran. She was discharged approximately 6 hours later. At discharge, the bg meter reading was 148 mg/dl, while the cgm reading was 200 mg/dl. The patient reported feeling tired at discharge and removed her sensor upon returning home. At the time of the report, the patient stated she was feeling ¿fine.¿ data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the cgm and the bg meter occurred. The probable cause of the inaccuracy between the cgm and the bg meter could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values taken at the ER fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.